Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 40 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.see h.10.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. There were 2 occurrences of underfill. There were 7 occurrences that were not specified events. The following information was provided by the initial reporter: the customer stated "there are several complaints against bd tubes and needles." No further information is provided at this time.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301144, medical device expiration date: 2021-05-31, device manufacture date: 2019-10-28, medical device lot #: 0125480, medical device expiration date: 2021-11-30, device manufacture date: 2020-05-04. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. There were 2 occurrences of underfill. There were 7 occurrences that were not specified events. The following information was provided by the initial reporter: the customer stated "there are several complaints against bd tubes and needles." No further information is provided at this time.